Manufacturer narrative:
In response to FDA report number mw5091267. The reported events of ocular pain and vision abnormalities are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Patient reported an event with a xen 45 gel stent described as "vision obstructing. Horrible reaction to allergan xen gel stent. Surgeon tried to remove stents and it broke off and is still present in my eye in pieces. In danger of losing my sight, drs state they don't know what to do because my lot of stents have been recalled." It was also noted "they are causing me severe pain and vision loss."

Manufacturer narrative:
Additional h.6. Health effect - impact codes: f1901, f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of macular edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information provided via a supplemental mw5091267 reporting that immediately following surgery with the xen®45 gts, patient also experienced blurred vision, increased sensitivity to light and issues with everything seeming ten times brighter than it should, and red eyes. Patient initially believed these symptoms were reaction to medication, but the symptoms have persisted. Patient went to a healthcare professional to have the stents removed and stated that the first implant was attempted to be explanted, but "crumbled and broke apart." Patient presently still has fragments of the device that could not be removed in the eye. Since the device explantation, patient has issues with uncontrolled iop, deemed not device related and that after seeing their doctor, they recommended a surgery to prevent vision loss. Patient was then implanted with tubes (not an allergan device) to drain the accumulated fluid due to the "reside left from the stents". At present, patient reports glaucoma is controlled but they still suffer from symptoms. The patient has "new symptoms of retinal and cornea swelling."

Event description:
Additional information received from the patient about this device. Device was implanted in the right eye. Patient experienced inflammation immediately after placement. Roughly nine months later, there was some type of infection in the eye and patient noted there may need to be another surgery. Patient was prescribed steroids for a time for the infection. Patient also noted prior to the xen 45 implant their iop was in the 20's (mmhg) but is now in the 30's (mmhg). Patient noted the symptoms are getting worse.

Manufacturer narrative:
The reported events of high intraocular pressure, inflammation, and ocular infection an are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.